Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During a patient follow-up visit, oversensing and a rise in impedance was noted. The physician elected to perform an invasive procedure and found an insulation defect. The lead was replaced with a new lead of the same model.